Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/16/2023 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received two sealed boxes with thirty-six unopened samples and one open box with twenty-three unopened samples that pertain to the product code 8721h. The product code is double armed. As per the sampling plan, a visual inspection was performed on thirty-two samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The second needle always tears off and there was a time delay on the procedure. The procedure was continued using a new device. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: * what do you mean by "second needle always tears off."? Please provide more information - the second needle tears off when suturing. So the suture is not in the swage anymore and the needle is left without suture in the grasp. This happened in one procedure. All packages with the same lot number were returned and other batch numbers worked normally. *did it happen in several procedures? If yes, how many? One procedure * could you please clarify if just one device present this issue or it occurred in more than one device? Please confirm - it occurred on one package. * what was being done when needle tears off (removal from package /during passage through tissue/ during tying / post-op)? - they removed the package to another lot nr. - this worked normally. * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information - there was a time delay on the procedure. I don¿t know any other sufferings for the patient due to the issue. The surgeon continued the procedure with the working batch number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.